Event description:
It was reported that the microcatheter was fractured. A renegade stc-18 microcatheter was selected for use. During the procedure, introducing the microcatheter was smooth. However, when the chemo-drug was injected, the physician found that the flow of the drug was abnormal and did not go toward the target vessel under angiogram. So, he removed the microcatheter without friction and tested it outside of the patient's body. Then, he found a fracture in the distal of the microcatheter. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.